Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal was found removed/broken. The investigation found the device had no external damage. The pump event history showed a motor rate error message. The reported issue was duplicated during occlusion tests. The technician found the worm coupling delrin and wavy washers were not installed properly. The reported issue was caused by improper assembly of device. The root cause of the issue is due to user error. The technician reassembled motor assembly. Performed function and delivery tests which passed.

Event description:
It was reported that a motor error was displayed. No patient injury was reported.